Event description:
It was reported that the implant disengaged from the implant holder, during the surgical procedure. No harm occurred to the patient as a consequence of this event. No other surgical procedure was needed to prevent any permanent damage. Doctor confirmed by phone that the surgery was completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.